Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 411mg/dl. Customer treated with manual injection. Customer's blood glucose value was unknown at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The sensor was not taking calibration. There were no leaks or air bubbles. There were no insulin issues, the product was not returned for analysis. Concomitant frn-model unknown ¿ reservoir.